Event description:
A patient was on a heated trach collar at 28% oxygen. Cool mist was ordered. Nursing turned off flow to the machine. The parent of the patient kept hitting alarm reset button for temperature warning. The parent notified nursing when the tubing attached to the machine melted. The machine has a warning not to turn off flow. Providers prescribe oxygen saturations and respiratory sets up machine. Respiratory is available 24/7. They were not called to check the machine or set up for a cool mist.